Event description:
The manufacturer received information alleging an issue related to a device's sound abatement foam. The patient alleges black spots on the rubber part of bipap device. The patient alleges having hard time sleeping and nasal congestion. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.